Event description:
A report was received that a recently implanted patient had a dramatic increase in the stimulation intensity and had a fall. The patient went to the emergency room (ER) and had three fractures on the wrist. No further course of action at this time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.